Manufacturer narrative:
(B)(6).

Event description:
Information was received from a health care provider via the company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was difficulty in spin connection. It was unknown if there was any external factor that contributed to the event. It was unknown if any diagnostics or troubleshooting was performed. The action taken to resolve the issue was surgical connection revision. The issue was resolved at the time of this report. Past medical history included arteriosclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.